Event description:
It was reported that the customer had 2 reservoirs with a blockage. Customer also had 2 infusion set discolorations. Customer stated that the insulin came out pink with the infusion set and it was a blockage. Customer stated that it happened twice. Customer pushed down on the plunger and the air pushes out. Customer's blood glucose level was 150 mg/dl. Customer tossed the reservoirs and one of the sets. Customer will be sent a letter of the results. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-92842.